Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a misfire with a blue cartridge. Only parts of the cartridge were fired and there was bleeding. They reloaded the device and fired again to fix the problem. As a result of the difficulties encountered with this device, the procedure was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the long45a device was received along with thee fully fired 6r45b reloads. The device was received in good visual condition. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.